Manufacturer narrative:
(B)(4). During baxter's evaluation, the false upstream occlusion alarm was confirmed and was not reproduced. Evaluation found the upper and lower reading on the ultrasonic to be out of specification, caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no pt involvement.